Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device evaluation, the colonovideoscope exhibited the jet tube (j-tube) had foreign objects and was clogged, the plastic distal end cover (c-cover) had foreign objects. However, the device was returned when the leakage issue was found during reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the jet tube (j-tube) had foreign objects and was clogged, the plastic distal end cover (c-cover) had foreign objects. There were no reports of patient involvement.